Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a heavily tortuous, heavily calcified distal left anterior descending (lad) artery that was 80% stenosed and a de novo lesion located in a heavily tortuous, heavily calcified mid diagonal artery that was 75% stenosed. A non-abbott guide wire crossed the lesion in the lad and pre-dilatation was performed with a 1.5 x 12 mm non-abbott balloon catheter and a 2.5 x 12 mm trek balloon catheter. A 2.5 x 15mm multi-link 8 stent could not cross the lesion due to the anatomy. When the stent was removed (with resistance due to the anatomy), flared struts were noted on the distal edge of the stent. A 2.5 x 15 mm non-abbott stent was successfully used instead. A non-abbott guide wire advanced to the diagonal artery and pre-dilatation was performed with a 2.5 x 12 mm trek balloon catheter. A 2.5 x 38 mm multi-link 8 stent was advanced but could not advance due to the anatomy and the hypotube shaft separated into two pieces outside the patient anatomy. The separated portion was simply removed. Another 2.5 x 38 mm multi-link 8 stent was advancing when resistance was met with the anatomy and the hypotube became kinked. The device was withdrawn. The procedure was successfully completed with a 2.5 x 30 mm non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.